Event description:
The customer reported that oversensing of noise resulting in pacing inhibition was noted from the pacemaker and unipolar lead. Three days later (2008), the entire system was abandoned (capped) on the left side and a new system was implanted on the right side; no complications. The lead was actively implanted for approximately 18 years, 10 months.

Manufacturer narrative:
The lead was abandoned (capped), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.